Event description:
It was reported by the customer that the trigger was sticking. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported by the customer that the trigger was sticking. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Upon completion of the manufacturer's device evaluation it was determined that while the trigger on the device was sticking, there was no sign that the device would remain activated as a result of the trigger sticking. The trigger was only difficult to operate. There was no determined risk to the patient or caregiver as a result of this event.